Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two catheters from same lot failed on the same patient. The patient was post-op and the catheters were being used to irrigate the bladder in hopes of clearing clots. The first catheter was inserted, irrigation was started and the balloon burst with light aspiration. The 2nd was inserted and same thing happened.

Event description:
It was reported that two catheters from same lot failed on the same patient. The patient was post-op and the catheters were being used to irrigate the bladder in hopes of clearing clots. The first catheter was inserted, irrigation was started and the balloon burst with light aspiration. The 2nd was inserted and same thing happened.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. One piece of representative sample was returned for investigation. Based on the complaint description, it was reported that the catheter was burst. Inspection was carried out on the representative samples by inflating the catheter with air and it was observed that the balloons could inflate to its required size and shape without any issue. The sample was then soak in water at 37 c for 7 days. The samples were removed from soaking after 7 days and check for any leakage. No deflation or burst was observed. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process , the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Balloon burst could be due to various reasons. However, any deflation or burst could not be found on the returned representative samples. Therefore, this complaint could not be confirmed.